Event description:
It was reported that the patient complained of dizziness. It was noted that there was suspected intermittent t-wave oversensing (twos) during the atrial tachycardia (at)/atrial fibrillation (af) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead, implanted: (B)(6) 2014; 5568-53 lead, implanted: (B)(6) 2005; 310f33 tissue valve implanted: (B)(6) 2005. (B)(4).